Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the output connector assembly is broken. Hanger assembly is broken, upper case is broken, keypad is delaminated, lower display menu is dark. The liquid crystal display is out of specification electrical. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a crack on the ventricular connector of the external pulse generator (epg). The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.